Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2007, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm with the diameter of 63mm. The patient tolerated the procedure. On (B)(6) 2007, post-operative follow-up examination revealed a distal type I endoleak from the right side with the aneurysm measuring 48x59mm. The physician decided to monitor the patient. On (B)(6) 2007, three month follow-up examination revealed the distal type I endoleak with the aneurysm enlargement to 53x65mm. The physician decided to monitor the patient. On (B)(6) 2008, six month follow-up examination revealed the aneurysm enlargement to 54x67mm. No endoleak was reported. On an unknown date in (B)(6) 2008, the patient expired due to pulmonary cancer that the patient had as a pre-existing condition. No further information is available.